Event description:
A report was received that the patient underwent a pocket revision as the ipg had flipped and migrated causing discomfort and difficulty charging. The physician decided to replace the ipg due to preference and the patient was reportedly doing fine.

Event description:
A report was received that the patient underwent a pocket revision as the ipg had flipped and migrated causing discomfort and difficulty charging. The physician decided to replace the ipg due to preference and the patient was reportedly doing fine.

Manufacturer narrative:
A returned product analysis indicated that the battery profile indicates the patient was only able to charge about 3.6 to 3.7 volts due to the ipg orientation, which was flipped in the pocket. Ipg should be facing toward the charger with about 2 cm distance for the high-power charging mode. Upon receiving, the ipg was depleted completely, and it was charged up in one cycle without any discrepancies. Daily battery depletion rate with stimulation turned off prior to the explant was normal. Device exhibits normal characteristics.